Event description:
Device 1 of 3. Reference MFR report#1627487-2015-08279, reference MFR report#1627487-2015-08280. Follow-up identified the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#1627487-2015-08279. Reference MFR report#1627487-2015-08280. The patient has two scs systems (thoracic and peripheral). It was reported an infection was observed at the patient's thoracic lead site. Surgical intervention was undertaken, explanting the system.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#1627487-2015-08279. Reference MFR report#1627487-2015-08280. Follow-up identified the patient developed an abscess at the original lead site. Furthermore, the patient presented to the ER and was placed on antibiotics as treatment. The patient will consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the issue is resolved.